Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4)

Event description:
Per the clinic, the patient experienced soft tissue complications at the implant site. On (B)(6) 2017, the patient underwent revision surgery, under general anesthesia to excise the excess skin and place a longer abutment.